Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 97791, lot# n452165, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient was receiving jolts, the implantable neurostimulator (ins) pocket was too tender to charge, and charges were heating up. The battery site was changed due to this. The device was replaced with another product. The ins, lead, adapter and both extensions were explanted (B)(6) 2015. There were x-rays taken. This was not normal depletion. It was unknown if the device was used with or in the patient or the intended use of the device. There was no patient injury or death. Only the ins was returned. The patient was receiving effective therapy in all painful areas.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a "defective stimulator." The attorney further claimed the patient was told the implantable neurostimulator (ins) had a "9 - year device life," and further claims the ins " failed well before the expiration of nine years."

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) had appeared to have migrated ¿left of midline¿ per x-ray. It was also noted that the patient had stopped charging the ins battery because the pocket site was ¿very sensitive to the touch¿. In addition, the patient only got relief and stimulation to one side and not bilaterally due to ¿repositioning¿ the day of surgery. A procedure was then performed where the old ins system was removed and a new system implanted. The ins battery was noted as completely dead and the original lead was removed with no further testing performed. The patient had not been reprogrammed per request of the physician and a follow up post-op appointment had not been schedule at the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found that the ins was functionally okay with insignificant anomalies.